Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no objective evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during initial implant, there were difficulties inducing the patient. The patient was brought back in for induction testing with continued difficulties. It was discussed that poor telemetry can cause difficulties in induction testing as the programmer wand could not be placed directly over the device due to patient anatomy. After additional troubleshooting the patient successfully passed induction testing. This device is still in service. No adverse patient effects were reported.